Manufacturer narrative:
Based on the current information provided, the root cause of the reported event was attributed to unintended use error and the patient¿s condition. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. Per the da vinci si surgical system user manual, the following warning and caution are noted: - warning: for patient safety, the surgeon must not match grips nor move instruments whose tips are not visible in the stereo viewer. Failure to observe this warning can cause serious harm to the patient. - caution: instrument tips should be kept in the view of the surgeon at all times. A site history complaint review was conducted on 09-nov-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in a subsequent procedure. This complaint is being reported due to the following: during a da vinci-assisted surgical procedure, the surgeon inadvertently injured a uterine artery while performing lateral dissection of the uterus. The surgeon placed sutures to control the bleeding. The intra-operative injury can be attributed to use-error since it was explained that the complication occurred while the tip of a scissor instrument was not in view. The patient's anatomy was a contributing factor to the limited vision. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted benign hysterectomy surgical procedure, an injury to the left uterine artery occurred due to lack of visualization. The surgeon converted to open surgery. On 12-nov-2021, intuitive surgical, inc (isi) contacted the distributor and obtained the following information regarding the reported event: during a da vinci benign hysterectomy surgical procedure performed on (B)(6) 2021, the surgeon allegedly injured the left uterine artery while performing lateral dissection of the uterus and manipulating an unspecified scissor instrument. At the time the injury occurred, it was explained that vision was limited and the surgeon could not see the tip of the instrument. The bleeding was controlled with the placement of sutures. The estimated blood loss was 400 ml. The surgeon elected to convert to open surgery due to "limited vision" and "no angle to work." In reference to the lack of visualization, it was explained that the patient "was really big" and positioning was a factor. It is unclear if the patient's uterus was enlarged, or if the patient had a narrow pelvis or dilated bowel. After the case was converted to open surgery, the uterine artery was "reparated." Neither the left uterine artery injury nor blood loss was alleged as being related to a da vinci product. The surgeon said that nothing malfunctioned and the da vinci system worked correctly.